Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. A follow up was made and the customer confirmed that the power cable issue was resolved after replacing the accessory. The indication phenomenon occurred because the power cord was not connected properly. Since a conclusive root cause of the source cable failing to connect properly could not be identified, it is presumed that it occurred due to the influence of the installation and the usage situation olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac mentioned that the monitor was intermittently losing power due to the power cable losing contact. The customer advised that when the power cable is disturbed, the monitor loses power. Tac attempted to verify if the suspected cable was a gt937900 dc power cord connecting from the monitor to the transformer. The customer mentioned that the power cable went from the monitor directly into the integrated boom. The customer requested an olympus field service engineer (fse) dispatched to location to repair cable. Tac provided the customer with service request number and proceeded to verify if dispatch would be oai integration or oai fse. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the high-definition lcd monitor has power cable issue with integrated boom. There was no patient involvement, no harm or user injury reported due to the event.